Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained on a patient sample. Repeat testing was performed and the result was negative. The patient sample was tested on an alternate method and the result was (B)(6). Confirmatory testing was performed and the result was (B)(6). Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.

Manufacturer narrative:
Siemens filed the initial MDR on june 6, 2013. 09/27/2013 additional information: the customer sent the patient sample to siemens healthcare diagnostics for further testing and investigation. The sample was tested on multi-lots for the advia centaur (B)(4) assay. The patient sample was equivocal across all the lots. Siemens did not confirm the customer's observation. (B)(6). The cause for the discordant (B)(6) result is unknown. Updated patient information: (B)(6).

Manufacturer narrative:
The cause for the discordant hcv result is unknown. The calibration and qc were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). Antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur (B)(6) assay is used in conjunction with other manufacturers' assays for specific hcv serological markers."